Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered ineffective atp and shock therapies. The physician decided to perform defibrillation threshold test, and the device successfully delivered a therapy with a shock. The patient was stable.